Event description:
The physician reported exposures in pts who had received the coated bio-eye as part of a clinical investigation in europe.

Manufacturer narrative:
Exposures are an anticipated possible complication with this type of surgery. A review of the literature finds exposure rates ranging from 2.5% to 21.6%. The distributor reported to the manufacturer that a surgeon in (B)(4) conducting a clinical investigation with the coated bio-eye had exposures in pts implanted with coated bio-eye. Surgeon has been unresponsive to follow up contacts to provided additional information.